Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms when only the black power cable was disconnected was confirmed as the alarm was reproduced during testing of the returned system controller (serial number: (B)(6) ). During testing, the black power cable was disconnected and a no external power alarm activated; reproducing the reported event. Visual inspection of the system controller backup battery revealed that pin 11, which carries the signal used by the backup battery to determine if the white power cable is connected to external power, was bent. This would prevent the pin from properly connecting to the backup battery ribbon cable and therefore result in the backup battery being unable to detect the presence of the white power cable¿s connection to power. The bent pin was then straightened. After straightening the bent pin, the black power cable was disconnected again while the white power cable was still connected to power, and only a power cable disconnect alarm activated, as expected. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller and submitted log file contained approximately 13 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). Beginning on (B)(6) 2021 at 06:39:39, the log files captured intermittent no external power alarms when the black power cable was disconnected despite the white power cable still being connected to an external power source. The alarm resolved each time when the black power cable was reconnected to external power. This sequence of events is consistent with the backup battery not detecting that the white power cable is connected to power, and therefore activating when only the black power cable is disconnected; this condition results in a no external power alarm. The atypical no external power alarms when the black power cable was disconnected continued for the remainder of the log files. The driveline was disconnected on (B)(6) 2021 at approximately 15:22:42 to exchange to the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported no external power alarms was determined to be due to a bent pin on the backup battery. The root cause of the pin becoming bent could not be conclusively determined through this analysis; however, the pin may have become bent due to the backup battery not being seated properly when initially installed in the controller. The device history records were reviewed and the records revealed that the heartmate system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 03feb2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) , revealing that the battery passed all inspection testing. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient recently received two new controllers because he was due for his 3 year preventative maintenance and his primary alarmed for no external power whenever the black cable was disconnected. An issue with the white lead was suspected, which resulted in a controller exchange that resolved the issue.